Event description:
Caller alleged discrepant results compared with the lab. Dr increased the dose from 10mg/day to 12.5mg/day on sundays and wednesdays and again increased to 12mg/day 5 days with 14.5mg/day sundays and wednesdays. Patient also reports missing their dose on (B)(6) 2010. Patient reported unexplained bruising on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.